Event description:
It was reported the patient experienced lower extremity weakness. A hematoma was discovered. Surgical intervention took place wherein the system was explanted and patient is now pursuing rehab to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.